Event description:
It was reported via repair work order that the foot right siderail was stuck in the down position due to timing link corrosion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.